Event description:
Boston scientific crm received information that this pacemaker and right ventricular (rv) lead exhibited pacing inhibition for three seconds. The field representative suspected the cause of the inhibition was oversensing of electromagnetic interference (emi) from the hospital. The patient was noted as pacing dependent, however, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.